Event description:
This is a legal claim. It was reported that the pt was implanted an unk durom acetabular component on the right side in (B)(6) 2007 and the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might/ is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 l.currently, the patient is being monitored due to elevated metal ions.